Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old patient underwent a primary breast augmentation procedure with a saline mentor smooth round moderate profile 250cc and experienced deflation on the left breast implant. The right breast was not affected. As a result, the patient had undergone explantation and replacement of the left breast implant with gel mentor memorygel breast implant catalog number 3502504bc lot number 7480461-005 on (B)(6) 2018. The healthcare professional implanted gel mentor memorygel breast implant catalog number 3502504bc serial number (B)(4) on the right breast implant on (B)(6) 2018. The patient experienced no accompanying symptoms and has since recovered fully.

Manufacturer narrative:
On 04/23/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 3.5 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the etiology of the white material found on the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/13/18, mentor has received additional information that patient's sex is female. Manufacturer¿s reference number: (B)(4).